Event description:
It was reported that during percutaneous transluminal angioplasty (pta) procedure, balloon rupture occurred. Access was via a contralateral femoral approach. The 90% stenosed de novo lesion was located in the right superficial femoral artery (sfa). The lesion length was 20mm and vessel diameter was 6mm. The 3 x 150 x 150 sterling sl balloon catheter was being used to dilate the lesion. On the first inflation, the balloon ruptured at 8atm. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).